Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's mother stated that the patient was not having access to sound with the cochlear implant. An accident or trauma was not reported by the patient's mother. Re-implantation is planned.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Additional information: it was reported that the patient's mother stated that the patient was not having access to sound with the cochlear implant. An accident or trauma was not reported by the patient's mother. Re-implantation is planned. The device was explanted and the patient re-implanted contralaterally on (B)(6) 2015. It was stated in the device explantation report that it was not possible to re-implant the same ear due to the presence of fibrotic tissue.

Manufacturer narrative:
Additional information: the complaint has been closed out as there is no information about a potential date for surgery. The complaint will be reopened as and when the patient undergoes surgery and the device is received for investigation. According to the currently available information, it appears that there is a problem with the active electrode, most likely caused by an external impact, even though no such event has been reported from the field. To determine an exact root cause, a device investigation of the explanted device is necessary.

Event description:
Additional information: it was reported that the patient was not hearing well lately. It is unknown if the patient has been involved in an accident or trauma. The plan is to re-implant this patient but this has not yet been scheduled.